Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sic (sensing integrity counter). There was intermittent oversensing observed on these episodes but it appears patient is in an agonal rhythm which is slow and bizarre in morphology. The rv lead remains in use. No patient complications have been reported as a result of this event.